Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a post-surgery fistula treatment procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a fistula following a gastrectomy procedure. The stent was implanted at the esophageal-jejunal anastomosis at j25. There were no issues encountered during the initial stent placement. On (B)(6) 2012, the patient returned for a check up. Upon examining the stent, it was observed that the stent cover had disappeared and the stent was completely invaded by jejunal mucosa. In order to remove the stent, the physician implanted a polyflex stent inside of the ultraflex stent on (B)(6) 2012. The physician had originally planned to remove both stents (B)(6) weeks following the implantation of the polyflex stent. However, it was later reported that the patient is currently in poor mental health; therefore, the stent removal procedure has been postponed until mid-july. There were no patient complications reported as a result of this event. The patient condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a post-surgery fistula treatment procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a fistula following a gastrectomy procedure. The stent was implanted at the esophageal-jejunal anastomosis at j25. There were no issues encountered during the initial stent placement. On (B)(6) 2012, the patient returned for a check up. Upon examining the stent, it was observed that the stent cover had disappeared and the stent was completely invaded by jejunal mucosa. In order to remove the stent, the physician implanted a polyflex stent inside of the ultraflex stent on (B)(6) 2012. The physician had originally planned to remove both stents 4-6 weeks following the implantation of the polyflex stent. However, it was later reported that the patient is currently in poor mental health; therefore, the stent removal procedure has been postponed until (B)(6). There were no patient complications reported as a result of this event. The patient condition was reported to be stable. Additional information received since (B)(6) 2012. According to the complainant, four weeks after the polyflex esophageal stent was implanted ((B)(6) 2012), it was discovered that both stents (ultraflex and polyflex) had migrated at the level of the y bypass (at 70 cm). Reportedly, the stents were entrapped under the area of the anastomosis. The patient underwent a stent removal procedure that same day, and both stents were successfully removed. The patient is reported to be in stable current condition. Note: the polyflex esophageal stent event is reported under manufacturer report # 3005099803-2012-03460. It should be noted that the complainant provided an image of the complaint device. A medical review of the provided image of the stent noted no traces of the stent cover. According to the complainant, following removal of the migrated stent from the patient, the stent was disinfected. A discussion with r&d and ops quality noted that the glue adhesive is of the same material as the stent cover and will come away from the stent with the cover. If the stent is washed or disinfected, any traces of adhesive would be removed. Therefore, from the condition of the device in the attached picture, it is not possible to determine whether the stent was originally uncovered or if the cover had disintegrated/migrated during the implantation, removal, and decontamination.

Manufacturer narrative:
(B)(4) for the reported event of stent cover material integrity issue (cover disappeared). (B)(4) for the reported event of stent occluded due to tissue ingrowth. (B)(4) for the reported event of stent migrated. (B)(4) for the reported event of stent difficult to remove. A deployed stent only was returned for analysis. A visual examination of the returned stent found that the stent cover was not present. It was noted that the green retention suture on the flared end of the stent was broken. Microscopic examination of the thread noted that it appeared frayed at the point of break. It was noted that stent wires at the distal and proximal end of the stent were damaged. What appeared to be ingrowth/overgrowth was present at several areas along the length of the stent. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. According to the investigation, as a result of the current controls in place, "it is highly unlikely that an uncovered stent left the manufacturing facility labeled as a covered stent." The most probable root cause for the reported event (stent occluded due to tissue ingrowth) is anticipated procedural complication, since the event is due to a known physiological effect of the procedure noted within the directions for use (dfu). Additionally the specific cause of the failure found cannot be identified, therefore the most probable root cause is undeterminable.

Manufacturer narrative:
(B)(4) for the reported event of stent cover material integrity issue (cover disappeared). (B)(4) for the reported event of stent occluded due to tissue ingrowth. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.